Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second clip referenced in b5 is being filed under a separate medwatch report.na

Event description:
This is being filed to report a single leaflet device attachment and recurrent tr. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with grade of 3. Two clips (90408u101 and 90402u127) were implanted on the anterior and septal leaflets of the tricuspid valve, reducing tr to 1. After deployment of the second clip, the gripper line could not be removed. During the attempt to remove the gripper line, the first clip detached from the septal leaflet and remained attached to the anterior leaflet (slda) and tr increased to 1-2. The decision was made to cut the gripper line at the groin access. The gripper line remained in the patient anatomy. The patient left the cath lab in stable condition. No additional information was provided.

Manufacturer narrative:
As it could not be determined which clip had the slda, both manufacturing and expiration dates have been provided. The results are as follows: cds0602-xtr, lot # 90408u1, manufacture date: 09-apr-2019, expiration date: 09-apr-2020. Cds0602-xtr, lot # 90402u1, manufacture date: 03-apr-2019, expiration date: 02-apr-2020 exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have resulted in this incident. Additionally, a review of the complaint history identified no lots specific product issue. Reportedly, it should be noted that, per the intended use section of the mitraclip system (IFU) "the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation". All available information was investigated and the reported single leaflet device attachment (slda) was due to procedural circumstances/user technique. The off-label use of the device was associated with use error as mitraclip was used to treat tricuspid regurgitation. There is no indication of product quality issue with respect to manufacture, design or labeling. .